Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation on (B)(6), 2010 that a gemini stone retrieval paired wire helical basket was used in a ureteroscopy procedure (patient age, gender, and weight are unknown). According to the complainant, the device "failed during ureteroscopy." Additional event and patient information is reported to be unavailable.

Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation on (B)(6), 2010 that a gemini stone retrieval paired wire helical basket was used in a ureteroscopy procedure (patient age, gender, and weight are unknown). According to the complainant, the device "failed during ureteroscopy." Additional event and patient information is reported to be unavailable

Manufacturer narrative:
(B)(4). The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.

Manufacturer narrative:
The condition of the returned device could not be verified because only the drive wire and handle body were returned for analysis. Visual inspectiion found the basket wires severely kinked and concave in shape. It is unclear what caused the basket wires to be misshaped. The most probable root cause for this complaint is undeterminable.